Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances since a new cardiac resynchronization therapy defibrillator was implanted. The shock electrogram on presenting looks normal. An x ray analysis was recommended to determine the cause for the observed impedances. According to field representative, the x-ray was completed and was unremarkable. The device was reprogrammed to rv coil to can. They are assuming that the out of range impedance is due to a fractured supra ventricular chamber coil and will continue to monitor. The patient is doing great. The rv lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.